Event description:
Covidien received information stating that the top display on an 840 ventilator was erratic, distorted and unreadable. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), backlight inverter printed circuit boards (pcbs) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. (B)(4).